Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to fcg.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the reported event cannot be determined. The instruction manual contains several warning statements in an effort to prevent damage to the needle."when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Additionally, the IFU contains a warning statement regarding using excessive force, "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope."

Event description:
Olympus was informed that at the conclusion of an ebus procedure, a small coiled metal tuber from the tip of the ebus sheath was found in the patient's airway. The device fragment was retrieved by suction and remove from the scope. There was no patient injury reported. Additionally, it was reported that no excessive force was applied to the device and there was no resistance felt during the procedure. The device was inspected prior to the procedure and no anomalies were found.